Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient claimed that the meter started reading inaccurately low at 11:20am on (B)(6) 2016; although no results were provided for this time. The patient manages her diabetes with insulin pump therapy (novolog). She reported that since (B)(6) 2016 she had ¿upped basal [and] upped bolus¿ doses of insulin as she reported that her blood sugars were getting higher. She indicated that on an unknown date and time, after the start of the alleged issue, her ¿sugar went above 600¿ mg/dl. She claimed that at 8am on (B)(6) 2016, she went to the hospital where she received treatment from a healthcare professional (hcp) of ¿IV fluids for dehydration¿, her insulin pump with her basal dose of novolog was kept running and she was also given bolus ¿novolog injections¿. She reported at an unknown time on (B)(6) 2016, she obtained a blood glucose result on the subject meter which differed by ¿over 100 points¿ compared to the ER/hospital accu-chek. She was unable to specify the results on either meter. During troubleshooting, the cca confirmed that the patient had used an approved sample site and she followed the correct testing steps. The test strip vial was not cracked or broken and the test strips had been stored correctly. The patient was unable to confirm whether the meter was set to the correct unit of measure. She did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately low readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hyperglycemia which required treatment from an hcp, after the alleged meter issue began.

Manufacturer narrative:
Follow up #1 the retain test strips failed the performance testing with blood for low bias at the 100mg/dl and 300mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.